Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary; the full lead was returned and analyzed and it was indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead became stuck in a curve dropping into superior vena cava. Fluoroscopy confirmed that the helix was retracted. After repeated insertion and removal within the sheath and vein, it was noted that the helix had extended. The lead was removed from the body and the helix was retracted; however, it would not fully retract, leaving the tip of the helix beyond the lead body. The helix would extend slowly, but never fully retract. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.